Manufacturer narrative:
Infection or delayed healing of incision sites is a known inherent risk of invasive procedures. The initial suspected infection at the incision site was not confirmed and symptoms were reported to be improving with oral antibiotics. Presence of mrsa was not confirmed until six months after implant, indicating that the bacteria was not likely introduced by the nalu device or the surgical tools used to implant it.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. Patient presented with suspected infection at the incision site for lead insertion approximately 2 months post implant. No cultures or other lab results are available to the firm to confirm the presence or type of infection. Patient condition appeared to have been resolved with no invasive procedures and no permanent impairment. In (B)(6) 2024 the firm was made aware that infection was again suspected at the incision site. On 28mar2024 the firm became aware that the patient had been admitted to an acute facility for intravenous antibiotics to treat mrsa infection.